Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found crack on right plunger case. The reported issue was not duplicated at power up. Cause of the reported problem was not determined, audio test was performed and passed. Repairs done to correct the reported problem, replaced the speaker as a preventive measure, also performed preventive maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Event description:
It was reported that the pump had a primary audible alarm. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.